Manufacturer narrative:
After further review, the initial emdr for this complaint was submitted in error. The complaint was created incorrectly and is not reportable to the FDA therefore, no follow up emdr is required. Please cancel the complaint in your database, as it has been opened in error and there was no malfunction with the unit.

Event description:
N/a.

Event description:
It was reported that during maintenance testing cs300 intra-aortic balloon pump (iabp), it was safety disk replacement for an unspecified reason. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.